Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approx 9 months post successful implantation of the vascular stent in the distal sfa, during an angioplasty procedure of the sfa, it was found that the vascular stent was fractured. The pt is rescheduled for the implantation of a covered vascular stent inside the fractured stent. No pt injury was reported.